Event description:
Customer reports safe-t-pro plus protrudes from device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.